Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (40.0 mg/ml at 10.99 mg/day) via an implantable pump. The pump's indications for use (ifus) were listed as non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2016, the patient reported that his medicine was wearing off a bit. He stated that his pump was supposed to alarm due to a low reservoir volume on that day, but he had not heard the alarm yet. He stated that he was hurting a lot more. The patient later reported on the same day that a nurse informed him that his pump would be empty on that day. Based on the information the patient read on the telemetry strip, the pump alarm date was (B)(6) 2016 and the pump was programmed to have 2 ml of drug in it. The patient stated that he was already feeling the effects of the low reservoir; he repeated the symptoms he previously reported. He stated that the refill just "fell off his radar" over the weekend. On (B)(6) 2016, the patient reported that he was starting to feel "pretty groggy." Follow-up was conducted for any available appointment dates related to the event, the steps taken to resolve the low reservoir volume and symptoms and the resolution status of the event.